Event description:
Allegedly per surgeon, evaluation revealed an elevated cobalt level and a fluid-filled collection behind his greater trochanter consistent with corrosion-induced adverse local tissue reaction. He has no evidence of infection. Compassionate use patient was revised through compassionate use protocol for a suspected pseudotumor resulting from the modular neck / stem junction. The explanted modular neck showed corrosion and significant fluid was extracted. A titanium modular neck was implanted along with a ceramic femoral head.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01223.

Manufacturer narrative:
The complaint was reviewed and analysis showed no trend for item/lot.